Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported that infusion set was not going into the site due to difficulty in activation of spring on (B)(6) 2026. The patient replaced infusion set and resumed insulin deliveries successfully.